Event description:
A user facility reported saline bag back filled after recirculation had been running for an unknown time. The device was alarming for a filling program. The device was removed from service. There was no patient involvement. A fresenius technician replaced the air separator. Since the repair the issue could not be duplicated.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up) and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.